Manufacturer narrative:
(B)(4). This issue was previously reported under medwatch# 0001822565-2017-02131 and was transferred to this medwatch as the manufacturing site was previously incorrectly reported. Concomitant medical products: persona ps standard cemented femoral left size 9, catalog #: 42500606601, lot #: 62681134 persona natural tibia cemented 5 degree stemmed left size e, catalog #: 42532007101, lot #: 62694311 persona ps articular surface fixed bearing left 10 mm height, catalog #: 42511400710, lot #: 62491971 persona all poly patella cemented 35 mm, catalog #: 42540000035, lot #: 62456129 palacos r 1x40 single catalog# 00111214001 lot# 77584367 palacos r 1x40 single catalog# 00111214001 lot# 77274365. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00221, 0002648920-2017-00222, 3007963827-2017-00260. Reported event was unable to be confirmed due to limited information received from the customer. The revision and initial operative notes were provided for further evaluation. The initial operation was indicated for tricompartmental arthritis with a varus deformity, flexion contracture, and lateral subluxation and track of patellofemoral joint. A guide was used for the patellar cut. The femoral cut was made using the cutting guide at a 3 degree angular alignment. The tibia was resected using a cut guide using a perpendicular cut. The final components were cemented into place and were judged to be stable through a full range of motion. The revision procedure was indicated for loss of motion and pain. It was also pointed out that the imaging found that the tibial implant was grossly loose. However, while evaluating the knee the tibial component was noted to being well fixed. The femoral component was also noted to being well fixed as was the patellar component. The tibial plate, femoral, and tibial bearing were removed with the patella being retained. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a left total knee arthroplasty, the patient underwent a revision procedure due to pain and limited mobility of the joint. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.